Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found the outer insulation and the ptfe insulation of one rv cable abraded between 16.5cm and 17.0cm from the connector pin as a result of friction to the ICD can. The metal wires of one rv cable were exposed at the same area.

Event description:
It was reported that during a routine visit, several episodes of arrhythmia were observed. An alert message noted an issue with the high voltage lead. Insulation break suspected. The lead was explanted.